Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).

Event description:
During index procedure, the physician used one amphirion deep pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful. Approximately 9 months post index procedure, the patient underwent tvr of the right sfa with an unknown pta to treat worsening pad. Investigator assessed that there was no relationship between the event and the study device or procedure. Event was resolved.